Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a lap total hysterectomy procedure on (B)(6) 2025 when it was reported, ¿airseal was not holding stable pressure during the colpotomy the way it typically does. There were no occlusions or any other warnings. Abdomen collapsed during beginning of colpotomy and did not stabilize even with a balloon in the vagina.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without the use of an alternate device causing a 5-minute delay. Further assessment found that pneumo loss was rapid at the start of the colpotomy. Surgeon removed all instruments when pneumo loss was severe. There were no alarms besides excessive leakage warning at one point. The surgeon put a balloon in the vagina to mitigate the leakage and this is as still not sufficient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history record review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of (B)(4). Per the instructions for use, the user is advised that any overpressure within the cavity is lowered to the preset nominal pressure by the automatic venting system. If the overpressure of more than 3 mmhg exists longer than 5 seconds, the status line depicts a corresponding message and a warning signal is emitted. In case of overpressure above 30 mmhg for longer than 5 seconds insufflation is deactivated. When tube, veress needle, or airseal cannula are blocked, the message occlusion is depicted and a warning signal is emitted. The actual pressure display depicts 0. The warning signal can be deactivated in the user menu. Remove the occlusion if this is not done intentionally, e.g. With a closed valve. Check tubes or cannula for proper fit (not in tissue) and check for possible blockages. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a lap total hysterectomy procedure on (B)(6) 2025 when it was reported, ¿airseal was not holding stable pressure during the colpotomy the way it typically does. There were no occlusions or any other warnings. Abdomen collapsed during beginning of colpotomy and did not stabilize even with a balloon in the vagina.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without the use of an alternate device causing a 5-minute delay. Further assessment found that pneumo loss was rapid at the start of the colpotomy. Surgeon removed all instruments when pneumo loss was severe. There were no alarms besides excessive leakage warning at one point. The surgeon put a balloon in the vagina to mitigate the leakage and this is as still not sufficient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.